Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model#: sc-4316 lot #: 15963200 description: next generation anchor kit-sterile the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an uncontrolled staphylococcus aureus infection. The patient was prescribed antibiotics. The patient underwent an explant procedure wherein some of the leads were removed.

Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had an uncontrolled staphylococcus aureus infection. The patient was prescribed antibiotics. The patient underwent an explant procedure wherein some of the leads were removed.

Manufacturer narrative:
Additional information was received that the infection was located in the ipg and lead site. Symptoms were redness and drainage. It was unknown if the infection was device or procedure related.

Event description:
A report was received that the patient had an uncontrolled (B)(6) infection. The patient was prescribed antibiotics. The patient underwent an explant procedure wherein some of the leads were removed.